Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The display went blank. Nothing further was reported.